Event description:
It was reported that upon opening the box and packaging of the 2.25 x 15 mm xience v nano rx, it was noted that the tip of the delivery system was broken. The device was not used and there was no patient involvement. Another same size nano was used on the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that may contribute to tip damage/separation include but are not limited to damage during manufacturing, damage during removal of the protective sheath and/or stylet, handling during preparation and/or use, and/or interactions with the lesion or accessory devices. To help ensure this type of event is not the result of a product quality deficiency, all stent delivery systems (sds) are subject to a 100% visual inspection for tip damage, including at the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip tensile integrity prior to lot release. The returned goods lab analysis noted that the undamaged stent implant was stationary between the markers of the tightly folded balloon. There was blood on the balloon and contrast in the inflation lumen, which is consistent with handling and preparation for use. This is inconsistent with the report that the damage was noted upon unpacking of the device and that the device was not used. The tip was stretched, wrinkled, torn, and separated at the distal seal. The separated portion of the tip was returned on a non-abbott stylet, accompanied by a non-abbott protective sheath. The separated tip could not be removed from the non-abbott stylet. After being soaked in a water bath, the separated tip was removed and a 0.0150 inch mandrel was advanced through the tip up to the damaged portion. The tip inner diameter met the manufacturing criteria. In this case, the protective sheath and stylet were not returned; therefore, it is unknown how they may have contributed to the incident. It is likely that the tip damages and separation occurred as a result of inadvertently mishandling during sheath/stylet removal and/or during preparation for use. There was a kink and multiple bends in the shaft. These damages most likely occurred as a result of handling, packaging, and shipment back to abbott vascular for analysis. A review of the product manufacturing lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database revealed that there have been no similar incidents reported for this lot. Based on the reported information and the investigation, the reported difficulties appear to be related to inadvertent user mishandling. There is no indication of a product quality deficiency.